Event description:
Catheter ruptured at 3 cm mark. Catheter originally placed in the right basilic using site rite and mst; 38cm internal, 1cm external. Cath placed (B)(6) 2004 and rupture noted on (B)(6) 2004. Ref MFR #2183502-20004-00031.